Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, cystocele, sui, and urethral hypermobility. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, and recurrence. It was reported that the patient underwent trimming of mesh in 11/2011 due to extrusion of mesh. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/18/2016. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystourethroscopy.